Event description:
As reported by a consumer, during the stent deployment of a smart control device, the inner hypo-tube shaft was described as coming apart from the deploy shaft of the delivery system. The sheath was captured out of the patient by pin and pull. There was no patient injury reported due to the malfunction.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during stent deployment of a smart control, the inner hypo-tube shaft was described as coming apart from the deployment shaft of the delivery system. The sheath was captured out of the patient by pin and pull. There was no patient injury reported. One non-sterile smart 120/150 6x120 was received coiled inside a plastic bag. The inner shaft (wire lumen and distal tip) was received separated from the unit at the luer hub section and blood residues were observed, it measures 158.4cm. Kinks were observed in the wire lumen at 21 and 79 cm from distal end. The hemovalve was received closed. Unit was deployed and the stent was not received. The inner shaft (wire lumen) was measured inner and outer diameter and it was found acceptable per specification. During microscopic analysis the inner shaft (wire lumen) was observed separated and appears dented; glue residues were observed at the luer hub and the hypotube was observed in correct position. Additional investigation was performed in the process and two conditions were tested as an attempt to produce the failure, however controls are in place to prevent these conditions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The "guidewire lumen (inner shaft)/separated" was confirmed, since the wire lumen was received separated from the unit. The exact cause of the failure could not be determined. However, it does not appear to be related to the manufacturing process. Neither the DHR review nor the product analyses suggest that the reported failure is related to the manufacturing process. Controls are in place at the final assembly and packaging processes to detect this kind of issue. Therefore no actions were taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.